Event description:
No additional information provided.

Manufacturer narrative:
Multiple units in unit. The analysis of the lot history (DHR) was carried out, as well as the verification of quality notifications. Based on the photo sent by the customer, it was possible to confirm the reported incident. Maintenance order no. (B)(4) was identified, related to the line responsible for the packaging process. According to the records in this order, the root cause was attributed to a failure in the needle feeder and also in the vision system responsible for inspecting the packaging. Adjustments were made to the vision system to properly configure the newly installed equipment. The parts are inspected 100% by the vision system, in addition to undergoing visual inspections and functional tests every 2 hours. These methods would be capable of identifying the mentioned defect if it were a recurring issue. Bd's processes are validated according to established standards, ensuring quality through periodic inspections based on statistical assurance. As this is the first complaint related to the batch in question, and the acceptable quality notification (nqa) limit has not been exceeded, the incident will be monitored for trend evaluation. Package damaged / defective / other the analysis of the lot history (DHR) was carried out, as well as the verification of quality notifications. Based on the photo sent by the customer, it was possible to confirm the reported incident. The customer is correct in their observation: two parts positioned in the same cavity cause friction and limited space, which can result in the package opening. This condition has been identified as an isolated case and is being addressed as part of the continuous improvement process. As this is the first complaint related to the batch in question, and the acceptable quality notification (nqa) limit has not been exceeded, the incident will be monitored for trend evaluation. The vision systems were verified and subjected to challenge tests to validate their functionality. The results demonstrated that they are operating according to the established parameters, meeting the inspection criteria defined for the process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 16x1-1/2in package was damaged / defective. The following information was provided by the initial reporter: two needles in the same package could not be used because the needles tore the paper packaging, compromising the sterility of the product. Additional information received on october 15, 2025. Is the sample related to this incident available for analysis? Yes.